Manufacturer narrative:
Section b3: the date of the event is unknown and is estimated to have occurred in november of 2025 current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
The patient reported experiencing stabbing, sharp pain when she treats with the orthopak.the patient was advised to remove the electrodes and only use the unit from 30 minutes to 2 hours. The doctor submitted a new rx for the patient to switch to a bhs device to see if the patient can tolerate this treatment. No further information was provided.

Event description:
The patient reported experiencing stabbing, sharp pain when she treats with the orthopak.the patient was advised to remove the electrodes and only use the unit from 30 minutes to 2 hours. The doctor submitted a new rx for the patient to switch to a bhs device to see if the patient can tolerate this treatment. No further information was provided.

Manufacturer narrative:
Additional information- b4: date of this report, g3: date received by manufacturer, h6: evaluation codes. Corrected data ¿h6: impact code (4642 and 4641 added). This follow-up report is being submitted to relay additional and corrected information. The device was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The device is used for treatment. Ebi will continue to monitor trends.

Event description:
The patient reported experiencing stabbing, sharp pain when she treats with the orthopak.the patient was advised to remove the electrodes and only use the unit from 30 minutes to 2 hours. The doctor submitted a new rx for the patient to switch to a bhs device to see if the patient can tolerate this treatment. No further information was provided.

Manufacturer narrative:
Additional information: b4- date of this report, g3- date received by manufacturer, h2- follow up type corrected data: d1-brand name, d4 ¿ model number, catalog number, serial number this follow-up report is being submitted to relay additional and corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The device is used for treatment. Ebi will continue to monitor trends.